Event description:
The hcp reported an MRI was done that confirmed the presence of a granuloma. "A catheter revision was done and suspected granuloma found." A follow up report will be sent when add'l info is received.